Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false positive bradycardia and pause episodes determined to be intermittent or under ventricular sensing with under sensed premature ventricular contractions was observed on the implantable cardiac monitor. Programming changes were made. The patient was stable.